Event description:
It was reported that during a sleeve gastrectomy procedure, the staple line was not fully complete on the patient side of the sleeve. This was the second overall firing, first green reload used in the case. Clips, oversewing and tisseal were used to secure the staple line prior to advancing with the next reload. Same gun was used for remainder of case. Green reloads and one gold were used to complete the procedure. There were no patient consequences reported. One device will not be released.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the patient¿s bmi?